Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Dots rotating platform, rotating platform. Clinical adverse event notification received for patellar fracture. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Doe: (B)(6) 2012; doi: (B)(6) 2005; (left knee). Open reduction internal fixation (B)(6) 2012.